Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.

Event description:
Pt called and said one side of her face was swollen and had small strawberry sized lump in her nlf. Other side was perfectly normal. She was advised to add heat and massage the area. On (B)(6), she was prescribed penicillin. It showed improvement on (B)(6). It then grew to the size of a small grape. On (B)(6), the lump was drained and she prescribed more anti-biotic. The fluid was cultured and came back negative. She developed another pea-sized lump and went back to get culture results, nothing drained from second lump. On (B)(6) 2010, she sill has one bump, but it is much improved. It is resolving on its own.